Event description:
The pt experienced infection and csf (cerebrospinal fluid) leak. The pump was explanted. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).